Event description:
It was reported that the patient was hospitalized for replacement of the cardiac resynchronization therapy defibrillator due to normal battery depletion. It was also reported that at the same time, there was a "dysfunction of the electrode". No further details were provided. Additional information is being requested at this time.

Event description:
It was reported that the patient was hospitalized for replacement of the cardiac resynchronization therapy defibrillator due to normal battery depletion. It was also reported that at the same time, there was a "dysfunction of the electrode". No further details were provided. Additional information is being requested at this time. Additional information received indicated the lead in question was a non-boston scientific product.

Manufacturer narrative:
Correction: this lead was reported to be a non-boston scientific product.